Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report that the customer was hospitalized for high blood glucose. The blood glucose reading was too high for the glucometer to detect it. It was stated that the customer was getting no delivery alarms prior to the hospitalization, and the customer did not change the infusion set or treat for his high blood glucose. Troubleshooting was performed and the insulin pump passed the prime and no delivery test. It was explained that the infusion set needs to be changed.